Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and found that the qc (quality control) values were low (by their ranges) after the pm (preventive maintenance). Replaced the check valves, and ran qc again, values were in range by the insert ranges, but at the lower end by the customers range. The most probable cause of the reported event was the check valves failure.

Event description:
On (B)(6) 2016 the customer reported qc low with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.